Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that after the extracorporeal circuit filled with blood during a patient¿s treatment, there was a solution leak. The leak was noted as being an external leak. The leak was visually observed. The machine, a fresenius 4008s machine did not alarm. The nurse reported that there was no patient blood loss, however video evidence showed blood in the dialyzer at the time of the event. It was unknown if the patient¿s blood was able to be rinsed back. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The dialyzer was not available for return to the manufacturer.